Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. Customer's blood glucose was 463mg/dl at the time of incident. Troubleshooting found that the customer had issues with tape adhesion and calibrating. Customer indicated that the sensor was bent. Customer was advised on proper calibrating and insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. No further assistance was necessary.